Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was unable to lock in place. The customer¿s blood glucose level was 381 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was completely broken off and test reservoir will not lock or click in place.